Manufacturer narrative:
Date of initial report : (B)(6) 2017. Date of follow-up report : (B)(6) 2017. Correction to section. Initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction section.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the knife blade of the device was exposed when the jaw was open. The customer reported the knife blade did not retract. The reported condition was confirmed. Inspection found the blade extended between the jaws. The investigation found that the spindle pin that controls the blade was not properly installed. Without the proper installation of the spindle pin, the knife was free to move forward even when the jaws were open. The investigation identified the root cause of the reported event to be an assembly error for improperly installing the capture pin of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device broke during use on a patient. There was no patient injury. The blade would not retract. A new device was used without issue to continue the procedure. The investigation for this device found the knife could be deployed with the jaws open. The knife was also difficult to retract.